Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, her operating surgeon found a failure of left total hip prosthesis so the patient had to be revised. Components not revised: dynasty® pc shell 48mm group b / product ID: dspcgb48 / lot no.: 1657397 profemur® renaissance® classic rdc flare sz11 v8dg short neck / product ID: plser011 / lot no.: 1491759.